Event description:
The iab was inserted into the pt on 1/6/97 at 10:30pm. After iabp for about 26 hours, the iab was removed on 1/8/97 at 12:15am. The iab did not malfunction. As a result of the event, the pt got ischemic. Event complications: the pt got ischemic - reported 1/20/97. Pt's current status: discharged-rpt'd 1/20/97.